Event description:
It was reported that prior to routine removal of the filter, a cava gram revealed that the filter was tilted and that 2-3 of the arms were at various angles upward from filter. Attempts to remove filter with a cone were unsuccessful. The cone never docked with the apex, but did dock with the filter arm. Several attempts to straighten the filter via snare were unsuccessful. Filter remains implanted. Patient is fine.

Manufacturer narrative:
The device history record was not reviewed, as the lot number was unknown. The device remains implanted and could not be evaluated. It was reported that the filter was originally placed in a supra-renal location due to anatomical variances in the pt. The initial placement films were not returned for evaluation. Therefore, the original position of the arms is unknown. The films prior to removal demonstrated a slightly tilted filter. During the removal process, the cone docked with the arms instead of the entire filter. This altered the position of the arms. A snare was then used, which also affected the position of the filter and the arms.